Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and sugar was 22 mg/dl which was treated with manual injection. Customer¿s blood glucose was 32 mg/dl at the time when she was admitted further she states that she was unplugged when her blood glucose was 104 mg/dl. The customer was passed out due to the low blood glucose. Customer declined to troubleshoot for low blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.